Event description:
Topera complaint (B)(4) was received for one 50mm mapping catheters that exhibited one broken spline at the distal end of the catheter at (B)(6). The physician was advancing the firmap 50mm mapping catheter through a 8.5fr short sheath and realized the length of the sheath used was incorrect when he felt resistance. The physician immediately proceed to withdraw the catheter to allow the sheath, it was noticed that one of the spline was broken from the distal end. The catheter was not used for the procedure as the physicians withdrew the catheter prior to mapping . No injury to the patient. The physician did not observe any catheter into the 8.5fr short sheath.